Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Patient stated that she noticed fluid squirting from the port on the cassette. Patient had no adverse effects. Sample is available.

Manufacturer narrative:
The device was returned to the MFR for physical evaluation and the complaint is confirmed with two scratches and one pinhole of film cassette. The leak was not through the port as described in the complaint. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.